Manufacturer narrative:
MFR received summons alleging serious inury. Consumer reportedly was reportedly leaning to put clothes in a drawer and fell from their chair. Current user guide covers proper use methods for reaching, leaning, and bending forward. No confirmation of alleged injuries. No history to suggest a product problem. MDR filed based on serious injury claim.

Event description:
The summons states when the consumer was putting clothes into a drawer in a nightstand, the wheelchair allegedly tipped forward, causing the consumer to fall onto the floor. The consumer was previously dependent on this left arm due to post polio syndrome. When the consumer allegedly fell, his body weight pinned his left arm under the weight of his body in a twisted awkward position. This allegedly resulted in the consumer sustaining injuries to ligaments and tendons in his left arm.